Event description:
It was reported that during a urological balloon dilatation procedure, a balloon rupture occurred. The target lesion was in the proximal "urinary duct". A 10cc liwg kit was advanced to the target lesion. During inflation at approximately 5 atmospheres, the balloon ruptured. The balloon was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good".